Event description:
On an unknown date, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient went to the hospital for peg tube replacement. During the replacement, it was found that the patient had buried bumper syndrome, and the replacement was postponed. It was reported that the patient was hospitalized in order to remove the peg tube but the procedure was postponed. It was reported that the patient's j tube was removed and a feeding tube was put in. On an unknown date, it was reported that the patient was still hospitalized and the peg tube was removed.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. (B)(4). Buried bumper syndrome is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.